Manufacturer narrative:
Initial.

Event description:
It was reported that a severe high blood glucose event occurred, with no additional event details available. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication and interviews and analysis of information provided by the user or a third party. Investigation of this case revealed that no findings were available and there was insufficient information regarding any medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.